Event description:
It was reported that during training the ilet would not hold a charge despite being placed on the charging pad with the blue charging light illuminated, and the session could not proceed because the patient did not have a compatible cgm; this aligns with a charging problem involving the battery charger component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included user communication and interviews as well receipt and inspection of the returned device. Investigation of this case revealed a power source problem traced to component failure associated with the charging system. It was concluded that the cause was a charging-related component failure of the power source system.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.